Event description:
It was reported that a patient presented in clinic for a follow up with a device that was post-paced t-wave oversensing. The oversensing was noted on stored egms for nonsustained lead noise episodes. The device was reprogrammed and the issue was resolved.